Event description:
A nurse from the user facility reports that an intraocular lens (iol) would not fold properly in the cartridge of the iol delivery system. There was no patient impact/injury associated with this event.